Manufacturer narrative:
Block e1: the initial reporter facility name is (B)(6) hospital; reported here as the name exceeded character limit for designated field. Block h6: imdrf device code a0401 captures the reportable event of cutting wire broken.

Event description:
It was reported to boston scientific corporation that an autotome rx 44 was prepared for used during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat choledocholithiasis performed on (B)(6) 2026. During the preparation outside the patient, it was reported that tip of the catheter ruptured, causing the cutting wire to be exposed. The procedure was completed with another of the same device. The reported event may suggest that the cutting wire broke. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable.